Manufacturer narrative:
Zimmer biomet complaint:(B)(4). Medical product- biomet series a thin patellar catalog# 184782 lot# 695380. The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history identified no additional issues with same catalog (item) or lot number. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "acceptable host reactions to device¿- biocompatible design features; femoral component, tibial bearing component, tibial tray component locking bar component (host bone fracture). Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 10434/10435/10436. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported in the operative report that during the total knee arthroplasty on (B)(6) 2014, the patient had stable knee and full extension during trialing. It was also reported that the tibia and femur were well seated but after implantation the island fractured in full extension. No further information was provided and patient outcome is unknown. Attempts have been made and no further information has been provided.